Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the affiliate that the surgeon could not remove the device, so the surgeon excised the tissue and re-anastomosed the tissue with another stapler.